Event description:
The customer reported that insulin was leaking past the o-rings. The customer stated that this has happened multiple times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.